Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal the string pulled out of tampon leaving the pledget inside her vaginal cavity. She was unable to remove the pledget on her own and sought medical attention at urgent care. The pledget was removed at urgent care and she did not receive any additional medical treatment. She did not experience any adverse health effects.